Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by a patient that she underwent a tfcc repair procedure on (B)(6) 2015 on her left wrist. Approximately 6 weeks post-op, patient began to experience pain and swelling which has continued since that time. Original surgeon performed an arthroscopic scope/cleaning of the surgical site on (B)(6) 2015 at the same facility as the original surgery. No product was explanted, no cause was found and no treatment was prescribed for the patient's symptoms. With no change in symptoms patient saw a new surgeon who also went in and performed an arthroscopic scope/cleaning of the surgical site on (B)(6) 2016 at another facility. Again no product was explanted, no cause was determined and no treatment was prescribed. Patient has now seen a third surgeon who is considering that she may be allergic to some material within the material composition of the implant she received during the original (B)(6) 2015 procedure. When patient wears costume jewelry her skin does react to the jewelry. No plans at this time for explanting the device components.